Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not working and was turned off. It was reported that the insulin pump had blank display. Troubleshooting was performed. The customer reported that they had high blood glucose levels of 17.0 mmol/l/. The customer stated that the insulin pump display returned to normal. The customer was advised to return the insulin pump. Product is expected to return. Additional device related incident: infusion set ( 308441599).

Manufacturer narrative:
Pump passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No blank display anomaly noted. No damage found on c13/lcd isolation tape noted.